Manufacturer narrative:
Device evaluation: the device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Catalog number, UDI number is unknown, no information provided to date. Operator of device is patient/consumer.

Event description:
It was reported that a remodulin cassette alarmed after it was placed last night no disposable. This same cassette was tried on backup pump with same alarm unresolved. There was no patient injury reported.